Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, it was reported that the patient's device was explanted on (B)(6) 2016.

Manufacturer narrative:
The previous or initial MDR submitted on may 18, 2018 was filed inadvertently. There was no explant but rather a removal of the abutment.